Manufacturer narrative:
No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A tripped trend review was completed for the reported complaint and fs libre reader, and there were no adverse trends that indicate any potential product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed. The device manufacturer date for the reported reader is unknown. The date entered is the date of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that their freestyle libre reader, "melted when he plugged it in to charge". Customer further reported, "he plugged in his reader (in order to charge it), left the room for a minute and noticed there was smoke." There was no report of death, serious injury, or mistreatment associated with this event.